Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit was displaying an e-1 error message, indicating a potential ballast fault. It was further reported that the bulb failed to ignite. There were no adverse consequences.